Manufacturer narrative:
Medical device type: jka/fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that luer end was leaking with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: (2 of 2). Material no. 367344, batch no. 8262802. It was reported that the luer end was cut causing leakage. "Luer end cut causing leakage lot 8262802, exp 9-30-2020. Tubing near end that attaches to holder is sliced and tubes do not fill and blood leaks out causing a safety hazard. This was noticed on two separate patients today."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cut tubing leading to leakage with the incident lot was observed. Additionally, leak testing of the customer samples was performed and leakage was observed in one sample due to a cut in the tubing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cut tubing leading to leakage with the incident lot was observed. Additionally, testing of the customer samples was conducted and leakage was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #764355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that luer end was leaking with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: (2 of 2) material no. 367344 batch no. 8262802. It was reported that the luer end was cut causing leakage. "Luer end cut causing leakage lot 8262802, exp 9-30-2020. Tubing near end that attaches to holder is sliced and tubes do not fill and blood leaks out causing a safety hazard. This was noticed on two separate patients today."